Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, a vela suprarenal stent graft, a limb stent graft extension and a viabahn stent to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off- label) due to the use of adjunctive devices (viabahn stent) not compatible with the afx system per the IFU. Approximately 4.5 years post initial implant, a computed tomography (CT) identified a fracture at the distal portion of the bifurcated stent with sac growth (possible endoleak). The physician performed a re-intervention and elected to re-line the original implanted devices with an afx2 bifurcated stent graft, a vela infrarenal stent graft and a limb stent graft extension to resolve this event. The patient is reportedly doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported events of the distal fracture and a secondary endovascular procedure . The indeterminate endoleak and sac growth event are unconfirmed based on the medial records / imaging available to review. The events are most likely user related due a non endologix stent that was snorkeled into the right internal iliac artery (off label concomitant product use condition) at the index procedure, and the aortic aneurysm extended into the proximal right common iliac artery, with diameter measurement of 54x47mm (should be 10-23mm). No procedure related harms were identified. The final patient status was discharged on the second postoperative day following a re-line procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: device remove code 3190. H6: result remove code 3233. H6: conclusion remove code 11.